Event description:
This was a lead removal case. The medtronic fidelis lead was prepped with an lld, and the physician was using a 14fr sls ii for this extraction. About mid-lead extraction, the laser system produced a fault code 4, not allowing the catheter to be calibrated. The case could not be completed as the laser did not function properly. As the physician had no other extraction methods available, the lld was removed from the lead and the lead was abandoned inside the patient. No other extraction methods were attempted to remove the lead. The patient sustained no injury from this event.

Manufacturer narrative:
The service call for laser (B)(4) could not duplicate the fault code reported. After taking the initial energy readings, the output coupler was found to be misalignment. The coupler was realigned and the bolts on the resonator bar were found to be loose. The bolts were tightened and the alignment was confirmed. The laser system was serviced to specification and was functioning properly.